Event description:
The manufacturer received info alleging a ventilator could not be turned off. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.